Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 2635 milliliters (ml) during cycle 5.

Manufacturer narrative:
(B)(4). The device is in the process of being evaluated. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the logs was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).